Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that dr (B)(6) did a revision surgery and used 10 reline -o connectors. A few days later, the patient heard a "pop" and upon an xray, it was determined the rod pulled out of the connector. We had to do a revision surgery to replace all of the connectors.